Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that he changed his infusion set 5 times in the last 2 days. The customer stated that the no delivery alarm was recurring. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer stated that there is nothing out of the normal with the reservoir compartment of the pump. The customer was assisted in performing the self-test. The customer stated that the self-test passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.